Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to overwritten history file also, unable to perform occlusion test and a21 error test due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and self-test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 450 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.